Event description:
It was reported the customer dropped the pump and shattered the touch screen. Customer had to switch to manual injections and received low blood glucose levels.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.